Event description:
Related manufacturer report number: 1627487-2023-04975, 1627487-2023-04976, 1627487-2023-04977. It was reported that the patient's leads had migrated. Surgical intervention was undertaken, and the leads were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.